Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: the pump's black box showed no evidence of short battery life however one unexplained pump reboot event was observed on 08/31/2016. A battery change did occur during a pump reboot event. The battery compartment was found to be cracked. There was evidence of moisture contamination on the underside of the battery cap contacts and the contact hub. There was no evidence of moisture contamination inside the cartridge compartment. The pump's current draws were within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the battery compartment threads were damaged. In addition, it was alleged that there was moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.